Manufacturer narrative:
D4: the lot number was clarified to 60177091 upon follow up information. H4: the device was manufactured from march 27, 2019 - march 28, 2019. H10: the device was received for evaluation. Unaided visual inspection was performed which did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed which observed a leak at the spike port cap from the spike port. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from the port. The leak was discovered before product use. There was no patient involvement. No additional information is available.